Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 287 mg/dl at the time of the call. The customer stated that the battery compartment looks burnt. The customer mentioned that they insulin pump also alarmed no delivery. The customer stated they kept the device in their bra which was exposed to sweat. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with slightly loose drive support disk and with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per our visual inspection. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked case at the reservoir tube, belt clip slot and with minor scratched lcd window.